Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown morphine 20mg/ml fo r a total dose of 8.494mg/day, bupivacaine 2mg/ml for a total dose of 0.8494mg/day, fentanyl 250mcg/ml for a total dose of 106.18mcg/day, and unknown baclofen 125mcg/ml for a total dose of 53.09mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported a catheter replacement was about to occur when the patient stated they think the catheter may be broken. The patient reported experiencing some loss of therapy. Healthcare professional (hcp) plans to put a brand new catheter in. There was no noted factors that may have, caused, contributed, or led to the event. There was no diagnostics of note. Actions/interventions included the decision to replace the legacy catheter with a shiny new one at the time the pump is replaced. It was noted that the issue was not resolved at time of report. Patient's status at time of event was "alive-no injury." It was noted that surgical intervention did occur. It was unknown if the catheter was being returned for analysis. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2017 reported the cause of the broken catheter was not determined. It was noted that the broken catheter and the loss of therapy was resolved. It was noted that both the pump and the catheter were replaced on (B)(6) 2017. The reason for the pump explant was due to normal elective replacement indicator (eri). It was noted that the pump will not be returned for analysis as the hospital has it. It was noted the catheter was destroyed by the hospital and will not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the catheter was fractured and there was a delivery failure. It was noted the patient had pain, failure of therapy, surgery, and inability to walk unassisted. The date of the injury was listed as (B)(6) 2017.